Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a trident shell was reported. The event was not confirmed. Visual inspection revealed the returned shell shows fibrous on-growth around the outer perimeter of the coated surface. There are scratches and marks on the locking tab, most likely due to explantation. Device history review indicated all devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post-operative x-rays, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Acetabular cup moved after implantation. Revision was required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular cup moved after implantation. Revision was required.